Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a ProStyle device after an interventional procedure. Reportedly, a suture separation occurred during plunger removal. A new ProStyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. Analysis of the returned device found a posterior foot separation. Additional information confirmed that the separated foot was observed after removal of the device. The account was unable to determine whether the device was received with the foot already missing, as this condition can only be identified after the device has been used. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional analysis were performed on the returned device. The reported foot separation was confirmed. The reported suture separation was not confirmed as the suture was not returned for analysis. Production record and Corrective and Preventive Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues and subsequent treatment appear to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or suture pulled until it breaks contributed to the reported suture retrieval issue. It is likely that the needle deflection during plunger deployment due to interaction with patient anatomy. The deflected needle likely struck the foot plate separating the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.